Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead had dislodged into the atrium, oversensed af and triggered inappropriate therapy. The patient was in the hospital for unrelated reason. The physician elected to reposition the lead. During the procedure to reposition the lead, the helix was unable to extend or retract. There was tissue in the helix that prevented it from extending or retracting. As such, the rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.